Manufacturer narrative:
This lead was surgically abandoned. There were no allegations against the new associated device and the new rv lead. The investigation is considered closed at this time. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was connected to the new device during a normal device changeout. Most of the shock lead impedance testing measurements were observed to be greater than 125 ohms, although a few were also within range. Prior to the changeout procedure, shock impedances had been steady at 90 ohms. The physician opted to not deliver a maximum energy shock to test the system and instead placed an entirely new rv lead. There were no reported adverse patient effects associated with this clinical observation.